Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection found that the sheath was torn at the distal end. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. The rotapro advancer was then connected to the rotapro control console system. The advancer was able to reach optimum speed without the speed increasing or decreasing and with no unusual noises. During functional testing there was no abnormalities to the device, and it ran with no speed or noise issues.

Event description:
Reportable based on device analysis completed on 17december 2021. It was reported that the device was unable to reach optimum speed. The target lesion was severely calcified. This 1.75mm rotapro was selected, during the procedure the set speed was set to 170,000 rpm but the device was unable to reach the target rotational speed. It was also noted that the tip of the drive shaft sheath was melted. The procedure was completed with another of the same device. No patient complications were reported. However. Device analysis identified that the sheath was torn.